Manufacturer narrative:
An attempt to reproduce the reported event using mmt-1884 pump (software version 3.11) and mmt-1885 pump (software version 3.12) was conducted and confirmed the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting a thorough investigation, we have found that the issue occurs when the pump firmware version and uploader software version are the same. Mmt-1884 pump firmware version 3.11. Mmt-1885 pump firmware version 3.12. The uploader versions used are 3.11 and 3.12 respectively. When the firmware version of the pump and sw version of uploader match, the report generation fails. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: for mmt-1885 with firmware version 3.12, please use uploader version 3.11 or earlier. For mmt-1884 with firmware version 3.11, please use the latest uploader version 3.12. The analogy is to avoid the coincidence of pump firmware and uploader firmware versions. The esf number that corresponds to the reported issue is: (B)(4). Implement workaround by advising users to avoid matching pump and uploader firmware versions. Issue will be resolved in the jan 2025 release. The software did not adhered to the specified requirements and failed to performed in accordance with the expectations specified in the software requirement and specification document the root cause of this issue is because the existing system was expecting to read a device's (pump) model number, but when a snapshot was uploaded by the uploader with the same fw version as a pump's fw version - the model number was received as pc 1 (uploader) instead of mmt-1885 (pump) in source ID configuration event. Testing performed by: (B)(6). Investigation performed by: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly as the customer experienced error while generating reports. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.